Manufacturer narrative:
The device was evaluated by an authorized service technician. No issues were found that would have contributed to the incident. The cot was evaluated, tested and returned to service. No further details were provided pertaining to the patient injury.

Event description:
The customer reported while transporting a patient, the patient held onto the edge of the mattress, with her fingers tucked around it, when her fingers were allegedly pinched as the stretcher flexed. The patient allegedly sustained a laceration on the left middle and right ring finger, as a result. Intervention consisted of a bandage and first aid treatment in the ER. No further details were provided. The stretcher will be evaluated.

Event description:
The customer reported while transporting a patient, the patient held onto the edge of the mattress, with her fingers tucked around it, when her fingers were allegedly pinched as the stretcher flexed. The patient allegedly sustained a laceration on the left middle and right ring finger, as a result. Intervention consisted of a bandage and first aid treatment in the ER. No further details were provided. The stretcher will be evaluated.